Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. It was reported that the patient had neurological manifestation due to post-operative hematoma. A revision surgery was performed to replace the crosslink with a new one and remove the hematoma. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.